Event description:
Customer reported that the haptic amputation during a sensar ar40e intraocular lens (iol) injection using johnson & johnson's own cartridge. All handling guidelines were followed. No patient injury reported. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: unknown/ not provided. If explanted, give date: unknown/ not provided. Initial reporter telephone number, (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.